Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed catheter body, kink observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot (B)(4), ubd: 23-apr-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 100 mcg/ml at 0.63 mcg/day, dilaudid 850 mcg/ml at 5.36 mcg/day and bupivacaine 30 mg/ml at 0.126 mg/day via an implantable pump. The other medications the patient was taking at the time of the event were topomax, synthroid, viberz, trazadone, midorine, lipitor, clonidine, and neurontin. The indications for use were non-malignant pain and chronic low back pain. The patient¿s medical history included smoking, depression, irritable bowel syndrome and crps. The patient¿s allergies were latex, oxycodone, penicillin sulfa and adhesive tape. On (B)(6)2018 it was reported, per the healthcare provider the patient had a possible csf (cerebral spinal fluid) leak as the patient presented with a small bulge (top ¼ of pump, pong ball size) at the spinal site where the catheter exits the spine. The patient also had been experiencing postural headaches over the past 2 weeks. The patient until recently had been living in different state where the pump was managed. Per the patient the bump formed at the base of the spine 8-9 months ago and subsequently grew over time. The patient also had been feeling nauseous and tired. The patient¿s new healthcare provider had taken over care 3 weeks ago. There were no environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting performed was a dye study was done on (B)(6) 2018 where the healthcare provider was unable to aspirate from the cap (catheter access port) so the diagnostic procedure was aborted. The pump was programmed to current minimum rate last week at that time when the attempted catheter dye study was done. The patient did not experience any signs or symptoms nor has experienced any increase in their chronic pain. The pump and catheter were explanted. Per the reporter upon exposing the spinal surgical site, the physician suctioned approximately 5 cc clear fluid at catheter insertion site. Upon disconnecting the spinal segment of catheter from the colette connnector, no spontaneous retrograde csf (cerebral spinal fluid) observed nor unable to withdraw csf (cerebral spinal fluid) from implanted spinal segment using a tuberculin syringe attached to a 24 gauge needle. The physician then proceeded to cut the remaining catheter to remove segment by segment and cut the anchor off (stating he nicked the anchor with his scissors in the process). The pump was removed from patient, 38.4 ml of expected residual volume vs 37.5 of actual volume withdrawn and disposed of by staff. The issue was resolved at the time of the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
On the initial MDR submitted g5 PMA / 510(k) #: should have been p860004. If information is provided in the future, a supplemental report will be issued.